Event description:
The customer stated they received a blood glucose result of 558mg/dl. Paramedics were called and when they arrived they tested and received a result of 80mg/dl. The customer was taken to the hospital because of their blood pressure. The customer did not received treatment for diabetes. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.